Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urinary foley catheter was not able to be removed after deflating the balloon, despite removing saline from port. The foley stayed put when gentle traction was placed in attempts to remove it. The tubing to the port was then cut, and the balloon drained and the catheter was removed. Product numbers that were on the port was: 175816 ngk21906 and it was a 16 fr. Unable to verify product identifiers as this was placed over 24 hours ago and packaging was discarded.